Event description:
Per end-users son-in-law, mother-in-law is not able to use them, the brakes will not hold. Representative was unable to locate the lot number. Representative stated the proof of purchase (B)(4) 2011 with provider named ams.